Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal wall hernia, the device handle was removed from the charger, they checked the handle and it was powered on. They inserted the handle into the shell and connect to the adapter, the calibration was performed with no issue. They connected the cartridge to the adapter, however the display screen was blackout and the handle did not react at all. They reinserted the handle to the charger, but the handle did not turn on. They used another to complete the case and resolve the issue. The surgical time was extended by less than 30 minutes. No patient injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia device. Analysis of the system logs for the handle show a system log that ends abruptly with no re-start command of any kind directly after calibration of an adapter. The root cause has been identified as an esd lockup. When the microprocessor experiences an esd event it can cause the handle to lockup. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia handle device. Analysis of the system logs for the handle show a system log that ends abruptly with no re-start command of any kind directly after calibration of an adapter. The root cause has been identified as an esd lockup. When the microprocessor experiences an esd event it can cause the handle to lockup. The root cause of the observed condition was determined to be a result of an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal wall hernia, the device handle was removed from the charger, they checked the handle and it was powered on. They inserted the handle into the shell and connect to the adapter, the calibration was performed with no issue. They connected the cartridge to the adapter, however the display screen was blackout and the handle did not react at all. They reinserted the handle to the charger, but the handle did not turn on. They used another to complete the case and resolve the issue. The surgical time was extended by less than 30 minutes. No patient injury reported.